Event description:
Consumer called stating part of the brush head came of in his/her mouth. No injury was reported.

Manufacturer narrative:
Product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating part of the brush head came of in his/her mouth. No injury was reported.